Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the suture was detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 10/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide lot number, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.we regularly contact with sales rep about the device returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.